Manufacturer narrative:
(B)(4). Fisher & paykel healthcare did not receive the adapter for evaluation. Our investigation is thus based on our knowledge of the product. The optiflow junior cannula adaptor has a nebuliser port with a blue port cap. The customer had reported that this port cap had come off during patient use. The port cap is designed to be removed in order to use a nebuliser with the product. Without the complaint adaptor, we were unable to determine what had caused it to dislodge. A lot check could not be performed as lot information was not provided. All opt016 adaptors are transport tested before being released for distribution and one of the pass criteria is that there should be no dislodged caps. Any that fail the tests are rejected. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: check that all connections, caps and/or plugs are tight before use. -appropriate patient monitoring must be used at all times.

Event description:
A hospital in (B)(6) reported via their fisher & paykel healthcare (fph) representative that the nebuliser port cap came off an optiflow junior adaptor. There was no patient consequence.